Event description:
It was reported district nurse phoned to say they could not get blood from line. Dn flushed with 1ml saline and observed a leak and wet dressing. Patient arrived for assessment. Leak observed again. PICC removed and new one sited the same day in a different vein of the same arm. Removed from brachial and new PICC inserted into the cephalic vein with no apparent issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 46 cm depth marker. A compressed catheter section with indentions was observed between the 3 and 6 cm depth markers. The sample was flushed with water using a 12 ml syringe and a spraying leak was observed at the proximal end of the catheter distal to the winged hub. Microscopic observation revealed a circumferential split. The split was located along a crease in the catheter and was found to preferentially kink. Material wrinkling was observed along the creased location. The split edges were observed to be uneven. The catheter was cut in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The creases, preferential kinking, and material wrinkling characteristics near the catheter split suggests material fatigue to be a likely contributing factor for the formation of the split. The material fatigue of the catheter was likely caused by repeated kinking due to handling, manipulation, or securement methods. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of reds1263 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1263 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported district nurse phoned to say they could not get blood from line. Dn flushed with 1ml saline and observed a leak and wet dressing. Patient arrived for assessment. Leak observed again. PICC removed and new one sited the same day in a different vein of the same arm. Removed from brachial and new PICC inserted into the cephalic vein with no apparent issues.